Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010; during the same surgery the patient was reimplanted with another device. (B)(4).

Event description:
Per the clinic, the patient reported a lost connection to the internal device. Reprogramming attempts were made but did not alleviate the problem. Explant and reimplantation is planned but had not taken place at the time of this report (B)(6), 2010.

Manufacturer narrative:
(B)(4): implanted device remains.